Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('intense allergic reaction to nickel'), device breakage ('radiography was performed and remains of essure devices were found'), pyramidal tract syndrome ('bilateral pyramidal syndrome'), osteoarthritis ('arthrosis in pubis / arthrosis of pubic symphysis'), herpes pharyngitis ('oropharyngeal herpes'), oral herpes ('oropharyngeal herpes') and multiple episodes of bartholinitis ('acute bartholinitis', 'labor absence due to bartholinitis') in a 39-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: wrong technique in device usage process "part of the device from the right side was cut as it was too visible" on (B)(6) 2007. The patient's medical history included gravida ii (one pregnancy was in 1999.), parity 2, difficulty breathing, rhinorrhea, drug allergy (ibuprofen, aspirin, adolonta,), allergy to metals, food allergy (melon, dry fruit, apple, peach, nuts and bananas.) And pollen allergy. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2008, the patient experienced the first episode of bartholinitis ("labor absence due to bartholinitis"). In 2009, the patient experienced gait disturbance ("walking difficulty"), pelvic floor muscle weakness ("disturbance in pelvic muscles"), the first episode of back pain ("intense pain in lumbosacral area / low back pain / chronic low back pain"), osteitis ("osteitis of pubic area"), the first episode of fatigue ("tiredness"), menorrhagia ("menorrhea") and polymenorrhoea ("polymenorrhea"). On (B)(6) 2010, the patient experienced accident ("accidental fall at job"). On (B)(6) 2011, the patient experienced bursitis ("bursitis"). In 2011, the patient experienced pyramidal tract syndrome (seriousness criterion medically significant), sacroiliitis ("bilateral sacroiliitis") and osteoarthritis (seriousness criterion medically significant) with arthralgia. In (B)(6) 2012, the patient experienced herpes pharyngitis (seriousness criterion medically significant) with oropharyngeal pain and oral herpes (seriousness criterion medically significant) with oral pain and mucosa vesicle. In 2012, the patient experienced headache ("headache"), muscle spasms ("muscle cramps") and the second episode of fatigue ("tiredness") and was found to have lip neoplasm ("tumor in the left lip (painful and without secretion)"). In 2015, the patient was found to have benign bone neoplasm ("benign neoplasm in bone") and benign cartilage neoplasm ("benign neoplasm in cartilage"). On (B)(6) 2016, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) with swelling. In (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required), the second episode of back pain ("lumbosacral pain") and pubic pain ("pubic pain"). On an unknown date, the patient experienced the second episode of bartholinitis (seriousness criterion hospitalization) and musculoskeletal pain ("pain in gluteus"). The patient was hospitalized for 1 day in (B)(6) 2012. The patient was treated with etoricoxib (arcoxia), ketotifen fumarate (zasten), montelukast sodium (singulair), tizanidine hydrochloride (sirdalud), 3 infiltrations with corticoids due to coccigodinia, surgery (hysterectomy on (B)(6) 2016 to remove essure, partial salpingostomy bilateral pre-operation on (B)(6) 2016 / total hysterectomy and performed on (B)(6) 2015) and excretion of fluids. Essure (ess205) was removed. At the time of the report, the allergy to metals, device breakage, pelvic floor muscle weakness, osteitis, menorrhagia, polymenorrhoea, accident, pyramidal tract syndrome, sacroiliitis, osteoarthritis, bursitis, headache, muscle spasms, the last episode of fatigue, herpes pharyngitis, oral herpes, the last episode of bartholinitis, lip neoplasm, benign bone neoplasm, benign cartilage neoplasm and the last episode of back pain outcome was unknown and the gait disturbance, pubic pain and musculoskeletal pain was resolving. The reporter considered accident, allergy to metals, benign bone neoplasm, benign cartilage neoplasm, bursitis, device breakage, gait disturbance, headache, herpes pharyngitis, lip neoplasm, menorrhagia, muscle spasms, musculoskeletal pain, oral herpes, osteitis, osteoarthritis, pelvic floor muscle weakness, polymenorrhoea, pubic pain, pyramidal tract syndrome, sacroiliitis, the first episode of back pain, the first episode of bartholinitis, the first episode of fatigue, the second episode of back pain, the second episode of bartholinitis and the second episode of fatigue to be related to essure (ess205). No further causality assessment were provided for the product. The reporter commented: the patient fell in her gluteus leading to low back pain and osteopathy. She was diagnosed with pubopathy. On (B)(6) 2014, the patient went to hospital due to osteitis in pubis, swelling in surgery area, pain at touching, severe pain at gluteus muscle and tendonitis of insertion of the left abductor, she tried platelets infiltrations in (B)(6) without good results. On (B)(6) 2014, she was assessed as sensitive worker. By (B)(6) 2016, it was stated that she had a 15 % of disability. On (B)(6) 2016, she went to a monitoring visit in which she still had some spotting with variable quantity until a few days previous this visit. On (B)(6) 2016, she her reproductive system was normal after procedure but she still experienced less frequent bleeding. On (B)(6) 2016, she went to a monitoring visit in which she still had some spotting with variable quantity until a few days previous this visit. On (B)(6) 2016, she her reproductive system was normal after procedure but she still experienced less frequent bleeding. Three weeks following the procedure, she experienced bleeding and pain in the right side. In (B)(6) 2016, due to the persistence of symptoms from 2012, she was diagnosed with fibromyalgia and dysfunctional syndrome. Which was confirmed by several tests. Therefore, in (B)(6) 2016, the diagnosed was confirmed and lyrica is prescribed as treatment. On (B)(6) 2016, the patient experienced sinusitis that resulted in mouth sores with pain. The zone was bumpy and yellow at the border of the tongue. On (B)(6) 2017, she consulted a physician as she felt sad, her body is not responding due to tiredness. She was diagnosed with adaptive disorder, sometimes she experienced dizziness which made her to experience a traffic accident. Physician assessed nickel could cause the swelling and immunologic episodes. A lawyer with a summary case report (including this patient's events) requested a compensation for every patient for damages. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 59 kgs. Allergy test - on (B)(6) 2016: results: allergy type I and IV and intense sensibility to nickel.. Laboratory test - in (B)(6) 2012: tests confirmed oropharyngeal herpes. X-ray - in 2009: results: osteitis of pubic area; in (B)(6) 2016: results: remains of essure devices found. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("intense allergic reaction to nickel"), device breakage ("radiography was performed and remains of essure devices were found"), pyramidal tract syndrome ("bilateral pyramidal syndrome"), osteoarthritis ("arthrosis in pubis/arthrosis of pubic symphysis"), (B)(6) and the second episode of bartholinitis ("acute bartholinitis") in a 3(B)(6) female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: wrong technique in device usage process "part of the device from the right side was cut as it was too visible" on (B)(6) 2007. The patient's past medical history included gravida ii (one pregnancy was in 1999.), parity 2, difficulty breathing, rhinorrhea, drug allergy (ibuprofen, aspirin, adolonta), allergy to metals, food allergy (melon, dry fruit, apple, peach, nuts and bananas.) And pollen allergy. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2008, the patient experienced the first episode of bartholinitis ("labor absence due to bartholinitis"). In 2009, the patient experienced gait disturbance ("walking difficulty"), pelvic floor muscle weakness ("disturbance in pelvic muscles"), the first episode of back pain ("intense pain in lumbosacral area/low back pain/chronic low back pain"), osteitis ("osteitis of pubic area"), the first episode of fatigue ("tiredness"), menorrhagia ("menorrhea") and polymenorrhoea ("polymenorrhea"). On (B)(6) 2010, the patient experienced fall ("accidental fall at job"). On (B)(6) 2011, the patient experienced bursitis ("bursitis"). In 2011, the patient experienced pyramidal tract syndrome (seriousness criterion medically significant), sacroiliitis ("bilateral sacroiliitis") and osteoarthritis (seriousness criterion medically significant) with arthralgia. In (B)(6) 2012, the patient experienced (B)(6). In 2012, the patient experienced headache ("headache"), muscle spasms ("muscle cramps"), the second episode of fatigue ("tiredness") and lip neoplasm ("tumor in the left lip (painful and without secretion)"). In 2015, the patient experienced benign bone neoplasm ("benign neoplasm in bone") and benign cartilage neoplasm ("benign neoplasm in cartilage"). On (B)(6) 2016, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) with swelling. In (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required), the second episode of back pain ("lumbosacral pain") and pubic pain ("pubic pain"). On an unknown date, the patient experienced the second episode of bartholinitis (seriousness criterion hospitalization) and musculoskeletal pain ("pain in gluteus"). The patient was hospitalized for 1 day in (B)(6) 2012. The patient was treated with etoricoxib (arcoxia), tizanidine hydrochloride (sirdalud), montelukast (singulair), ketotifen fumarate (zasten), surgery (hysterectomy on (B)(6) 2016 to remove essure), surgery (partial salpingostomy bilateral pre-operation on (B)(6) 2016/total hysterectomy), alternative therapy (3 infiltrations with corticoids due to coccigodinia), surgery (performed on (B)(6) 2015) and alternative therapy (excretion of fluids). Essure (ess205) was removed. At the time of the report, the allergy to metals, device breakage, pelvic floor muscle weakness, osteitis, menorrhagia, polymenorrhoea, fall, pyramidal tract syndrome, sacroiliitis, osteoarthritis, bursitis, headache, muscle spasms, the last episode of fatigue, (B)(6), the last episode of bartholinitis, lip neoplasm, benign bone neoplasm, benign cartilage neoplasm and the last episode of back pain outcome was unknown and the gait disturbance, pubic pain and musculoskeletal pain was resolving. The reporter considered allergy to metals, benign bone neoplasm, benign cartilage neoplasm, bursitis, device breakage, fall, gait disturbance, headache, (B)(6), lip neoplasm, menorrhagia, muscle spasms, musculoskeletal pain, (B)(6), osteitis, osteoarthritis, pelvic floor muscle weakness, polymenorrhoea, pubic pain, pyramidal tract syndrome, sacroiliitis, the first episode of back pain, the first episode of bartholinitis, the first episode of fatigue, the second episode of back pain, the second episode of bartholinitis and the second episode of fatigue to be related to essure (ess205). The reporter commented: the patient fell in her gluteus leading to low back pain and osteopathy. She was diagnosed with pubo pathy. On (B)(6) 2014, the patient went to hospital due to osteitis in pubis, swelling in surgery area, pain at touching, severe pain at gluteus muscle and tendonitis of insertion of the left abductor, she tried platelets infiltrations in (B)(6) without good results. On (B)(6) 2014, she was assessed as sensitive worker. By (B)(6) 2016, it was stated that she had a 15 % of disability. On (B)(6) 2016, she went to a monitoring visit in which she still had some spotting with variable quantity until a few days previous this visit. On (B)(6) 2016, she her reproductive system was normal after procedure but she still experienced less frequent bleeding. On (B)(6) 2016, she went to a monitoring visit in which she still had some spotting with variable quantity until a few days previous this visit. On (B)(6) 2016, she her reproductive system was normal after procedure but she still experienced less frequent bleeding. Three weeks following the procedure, she experienced bleeding and pain in the right side. In (B)(6) 2016, due to the persistence of symptoms from 2012, she was diagnosed with fibromyalgia and dysfunctional syndrome. Which was confirmed by several tests. Therefore, in (B)(6) 2016, the diagnosed was confirmed and lyrica is prescribed as treatment. On (B)(6) 2016, the patient experienced sinusitis that resulted in mouth sores with pain. The zone was bumpy and yellow at the border of the tongue. On (B)(6) 2017, she consulted a physician as she felt sad, her body is not responding due to tiredness. She was diagnosed with adaptive disorder, sometimes she experienced dizziness which made her to experience a traffic accident. Physician assessed nickel could cause the swelling and immunologic episodes. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 59 kgs. Allergy test - on (B)(6) 2016: intense allergic reaction to nickel. X-ray - in (B)(6) 2016: remains of essure devices found; in 2009: osteitis of pubic area. (B)(6) 2012: tests confirmed (B)(6); (B)(6) 2016: she was diagnosed with allergy type I and IV and intense sensibility to nickel. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('intense allergic reaction to nickel'), device breakage ('radiography was performed and remains of essure devices were found'), pyramidal tract syndrome ('bilateral pyramidal syndrome'), osteoarthritis ('arthrosis in pubis / arthrosis of pubic symphysis'), herpes pharyngitis ('oropharyngeal herpes'), oral herpes ('oropharyngeal herpes') and multiple episodes of bartholinitis ('acute bartholinitis', 'labor absence due to bartholinitis') in a 39-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: wrong technique in device usage process "part of the device from the right side was cut as it was too visible" on (B)(6) 2007. The patient's medical history included gravida ii (one pregnancy was in 1999.), parity 2, difficulty breathing, rhinorrhea, drug allergy (ibuprofen, aspirin, adolonta,), allergy to metals, food allergy (melon, dry fruit, apple, peach, nuts and bananas.) And pollen allergy. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2008, the patient experienced the first episode of bartholinitis ("labor absence due to bartholinitis"). In 2009, the patient experienced gait disturbance ("walking difficulty"), pelvic floor muscle weakness ("disturbance in pelvic muscles"), the first episode of back pain ("intense pain in lumbosacral area / low back pain / chonic low back pain"), osteitis ("osteitis of pubic area"), the first episode of fatigue ("tiredness"), menorrhagia ("menorrhea") and polymenorrhoea ("polymenorrhea"). On (B)(6) 2010, the patient experienced accident ("accidental fall at job"). On (B)(6) 2011, the patient experienced bursitis ("bursitis"). In 2011, the patient experienced pyramidal tract syndrome (seriousness criterion medically significant), sacroiliitis ("bilateral sacroiliitis") and osteoarthritis (seriousness criterion medically significant) with arthralgia. In (B)(6) 2012, the patient experienced herpes pharyngitis (seriousness criterion medically significant) with oropharyngeal pain and oral herpes (seriousness criterion medically significant) with oral pain and mucosa vesicle. In 2012, the patient experienced headache ("headache"), muscle spasms ("muscle cramps") and the second episode of fatigue ("tiredness") and was found to have lip neoplasm ("tumor in the left lip (painful and without secretion)"). In 2015, the patient was found to have benign bone neoplasm ("benign neoplasm in bone") and benign cartilage neoplasm ("benign neoplasm in cartilage"). On (B)(6) 2016, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) with swelling. In (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required), the second episode of back pain ("lumbosacral pain") and pubic pain ("pubic pain"). On an unknown date, the patient experienced the second episode of bartholinitis (seriousness criterion hospitalization) and musculoskeletal pain ("pain in gluteus"). The patient was hospitalized for 1 day in (B)(6) 2012. The patient was treated with etoricoxib (arcoxia), ketotifen fumarate (zasten), montelukast sodium (singulair), tizanidine hydrochloride (sirdalud), 3 infiltrations with corticoids due to coccigodinia, surgery (hysterectomy on (B)(6) 2016 to remove essure, partial salpingostomy bilateral pre-operation on (B)(6) 2016 / total hysterectomy and performed on (B)(6) 2015) and excretion of fluids. Essure (ess205) was removed. At the time of the report, the allergy to metals, device breakage, pelvic floor muscle weakness, osteitis, menorrhagia, polymenorrhoea, accident, pyramidal tract syndrome, sacroiliitis, osteoarthritis, bursitis, headache, muscle spasms, the last episode of fatigue, herpes pharyngitis, oral herpes, the last episode of bartholinitis, lip neoplasm, benign bone neoplasm, benign cartilage neoplasm and the last episode of back pain outcome was unknown and the gait disturbance, pubic pain and musculoskeletal pain was resolving. The reporter considered accident, allergy to metals, benign bone neoplasm, benign cartilage neoplasm, bursitis, device breakage, gait disturbance, headache, herpes pharyngitis, lip neoplasm, menorrhagia, muscle spasms, musculoskeletal pain, oral herpes, osteitis, osteoarthritis, pelvic floor muscle weakness, polymenorrhoea, pubic pain, pyramidal tract syndrome, sacroiliitis, the first episode of back pain, the first episode of bartholinitis, the first episode of fatigue, the second episode of back pain, the second episode of bartholinitis and the second episode of fatigue to be related to essure (ess205). The reporter commented: the patient fell in her gluteus leading to low back pain and osteopathy. She was diagnosed with pubopathy. On (B)(6) 2014, the patient went to hospital due to osteitis in pubis, swelling in surgery area, pain at touching, severe pain at gluteus muscle and tendonitis of insertion of the left abductor, she tried platelets infiltrations in may, june and july without good results. On (B)(6) 2014, she was assessed as sensitive worker. By (B)(6) 2016, it was stated that she had a 15 % of disability. On (B)(6) 2016, she went to a monitoring visit in which she still had some spotting with variable quantity until a few days previous this visit. On (B)(6) 2016, she her reproductive system was normal after procedure but she still experienced less frequent bleeding. On (B)(6) 2016, she went to a monitoring visit in which she still had some spotting with variable quantity until a few days previous this visit. On (B)(6) 2016, she her reproductive system was normal after procedure but she still experienced less frequent bleeding. Three weeks following the procedure, she experienced bleeding and pain in the right side. In (B)(6) 2016, due to the persistence of symptoms from 2012, she was diagnosed with fibromyalgia and dysfunctional syndrome. Which was confirmed by several tests. Therefore, in (B)(6) 2016, the diagnosed was confirmed and lyrica is prescribed as treatment. On (B)(6) 2016, the patient experienced sinusitis that resulted in mouth sores with pain. The zone was bumpy and yellow at the border of the tongue. On (B)(6) 2017, she consulted a physician as she felt sad, her body is not responding due to tiredness. She was diagnosed with adaptive disorder, sometimes she experienced dizziness which made her to experience a traffic accident. Physician assessed nickel could cause the swelling and immunologic episodes. A lawyer with a summary case report (including this patient's events) requested a compensation for every patient for damages diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 59 kgs. Allergy test - on (B)(6) 2016: results: allergy type I and IV and intense sensibility to nickel.. Laboratory test - in (B)(6) 2012: tests confirmed oropharyngeal herpes. X-ray - in 2009: results: osteitis of pubic area; in (B)(6) 2016: results: remains of essure devices found. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-mar-2021: no new clinical information; imdrf-FDA codes update. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('intense allergic reaction to nickel'), device breakage ('radiography was performed and remains of essure devices were found'), pyramidal tract syndrome ('bilateral pyramidal syndrome'), osteoarthritis ('arthrosis in pubis / arthrosis of pubic symphysis'), herpes pharyngitis ('oropharyngeal herpes'), oral herpes ('oropharyngeal herpes') and multiple episodes of bartholinitis ('acute bartholinitis', 'labor absence due to bartholinitis') in a 39-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: wrong technique in device usage process "part of the device from the right side was cut as it was too visible" on (B)(6) 2007. The patient's medical history included gravida ii (one pregnancy was in 1999.), parity 2, difficulty breathing, rhinorrhea, drug allergy (ibuprofen, aspirin, adolonta,), allergy to metals, food allergy (melon, dry fruit, apple, peach, nuts and bananas.) And pollen allergy. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2008, the patient experienced the first episode of bartholinitis ("labor absence due to bartholinitis"). In 2009, the patient experienced gait disturbance ("walking difficulty"), pelvic floor muscle weakness ("disturbance in pelvic muscles"), the first episode of back pain ("intense pain in lumbosacral area / low back pain / chonic low back pain"), osteitis ("osteitis of pubic area"), the first episode of fatigue ("tiredness"), menorrhagia ("menorrhea") and polymenorrhoea ("polymenorrhea"). On (B)(6) 2010, the patient experienced accident ("accidental fall at job"). On (B)(6) 2011, the patient experienced bursitis ("bursitis"). In 2011, the patient experienced pyramidal tract syndrome (seriousness criterion medically significant), sacroiliitis ("bilateral sacroiliitis") and osteoarthritis (seriousness criterion medically significant) with arthralgia. In (B)(6) 2012, the patient experienced herpes pharyngitis (seriousness criterion medically significant) with oropharyngeal pain and oral herpes (seriousness criterion medically significant) with oral pain and mucosa vesicle. In 2012, the patient experienced headache ("headache"), muscle spasms ("muscle cramps") and the second episode of fatigue ("tiredness") and was found to have lip neoplasm ("tumor in the left lip (painful and without secretion)"). In 2015, the patient was found to have benign bone neoplasm ("benign neoplasm in bone") and benign cartilage neoplasm ("benign neoplasm in cartilage"). On (B)(6) 2016, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) with swelling. In (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required), the second episode of back pain ("lumbosacral pain") and pubic pain ("pubic pain"). On an unknown date, the patient experienced the second episode of bartholinitis (seriousness criterion hospitalization) and musculoskeletal pain ("pain in gluteus"). The patient was hospitalized for 1 day in (B)(6) 2012. The patient was treated with etoricoxib (arcoxia), ketotifen fumarate (zasten), montelukast sodium (singulair), tizanidine hydrochloride (sirdalud), 3 infiltrations with corticoids due to coccigodinia, surgery (hysterectomy on (B)(6) 2016 to remove essure, partial salpingostomy bilateral pre-operation on (B)(6) 2016 / total hysterectomy and performed on (B)(6) 2015) and excretion of fluids. Essure (ess205) was removed. At the time of the report, the allergy to metals, device breakage, pelvic floor muscle weakness, osteitis, menorrhagia, polymenorrhoea, accident, pyramidal tract syndrome, sacroiliitis, osteoarthritis, bursitis, headache, muscle spasms, the last episode of fatigue, herpes pharyngitis, oral herpes, the last episode of bartholinitis, lip neoplasm, benign bone neoplasm, benign cartilage neoplasm and the last episode of back pain outcome was unknown and the gait disturbance, pubic pain and musculoskeletal pain was resolving. The reporter considered accident, allergy to metals, benign bone neoplasm, benign cartilage neoplasm, bursitis, device breakage, gait disturbance, headache, herpes pharyngitis, lip neoplasm, menorrhagia, muscle spasms, musculoskeletal pain, oral herpes, osteitis, osteoarthritis, pelvic floor muscle weakness, polymenorrhoea, pubic pain, pyramidal tract syndrome, sacroiliitis, the first episode of back pain, the first episode of bartholinitis, the first episode of fatigue, the second episode of back pain, the second episode of bartholinitis and the second episode of fatigue to be related to essure (ess205). The reporter commented: the patient fell in her gluteus leading to low back pain and osteopathy. She was diagnosed with pubopathy. On (B)(6) 2014, the patient went to hospital due to osteitis in pubis, swelling in surgery area, pain at touching, severe pain at gluteus muscle and tendonitis of insertion of the left abductor, she tried platelets infiltrations in may, june and july without good results. On (B)(6) 2014, she was assessed as sensitive worker. By (B)(6) 2016, it was stated that she had a 15 % of disability. On (B)(6) 2016, she went to a monitoring visit in which she still had some spotting with variable quantity until a few days previous this visit. On (B)(6) 2016, she her reproductive system was normal after procedure but she still experienced less frequent bleeding. On (B)(6) 2016, she went to a monitoring visit in which she still had some spotting with variable quantity until a few days previous this visit. On (B)(6) 2016, she her reproductive system was normal after procedure but she still experienced less frequent bleeding. Three weeks following the procedure, she experienced bleeding and pain in the right side. In (B)(6) 2016, due to the persistence of symptoms from 2012, she was diagnosed with fibromyalgia and dysfunctional syndrome. Which was confirmed by several tests. Therefore, in (B)(6) 2016, the diagnosed was confirmed and lyrica is prescribed as treatment. On (B)(6) 2016, the patient experienced sinusitis that resulted in mouth sores with pain. The zone was bumpy and yellow at the border of the tongue. On (B)(6) 2017, she consulted a physician as she felt sad, her body is not responding due to tiredness. She was diagnosed with adaptive disorder, sometimes she experienced dizziness which made her to experience a traffic accident. Physician assessed nickel could cause the swelling and immunologic episodes. A lawyer with a summary case report (including this patient's events) requested a compensation for every patient for damages diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 59 kgs. Allergy test - on (B)(6) 2016: results: allergy type I and IV and intense sensibility to nickel.. Laboratory test - in (B)(6) 2012: tests confirmed oropharyngeal herpes. X-ray - in 2009: results: osteitis of pubic area; in (B)(6) 2016: results: remains of essure devices found. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-mar-2021: no new clinical information; imdrf-FDA codes update. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('intense allergic reaction to nickel'), device breakage ('radiography was performed and remains of essure devices were found') and device dislocation ('piece of right essure device dislocated out of uterine cavity') in a 39-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: wrong technique in device usage process "part of the device from the right side was cut as it was too visible" on (B)(6) 2007. The patient's medical history included gravida ii (one pregnancy in 1999, both unremarkable), parity 2 (unremarkable, also postpartum periods normal), difficulty breathing, rhinorrhea, drug allergy (ibuprofen, aspirin, adolonta), allergy to metals (delivered two children, both under normal circumstances and with normal postpartum periods. I have been diagnosed with several types of allergies: ibuprofen and aspirin allergy, seasonal allergy, allergy to melons, peaches, and apples, and allergy to dog and cat fur), food allergy (melon, dry fruit, apple, peach, nuts and bananas), pollen allergy, seasonal allergy, allergy to animals and allergy to metals (before essure already bad experiences with certain types of imitation jewellery). Concomitant products included anesthetics from (B)(6) 2016 to (B)(6) 2016 for general anesthesia and hormones since 2014 for hrt. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2008, the patient experienced bartholinitis ("acute bartholinitis"). In 2009, the patient experienced polymenorrhagia ("polymenorrhea/ menorrhea"), back pain ("lumbosacral pain, exacerbated chronic low back pain"), pelvic floor muscle weakness ("disturbance in pelvic muscles"), gait disturbance ("walking difficulty"), osteitis ("osteitis of pubic area") and fatigue ("tiredness"). On (B)(6) 2010, the patient experienced accident ("accidental fall at job"). On (B)(6) 2011, the patient experienced bursitis ("bursitis"). In 2011, the patient experienced pyramidal tract syndrome ("bilateral pyramidal syndrome"), sacroiliitis ("bilateral sacroiliitis"), osteoarthritis ("arthrosis in pubis / arthrosis of pubic symphysis") with arthralgia and tendonitis ("developed tendonitis of left adductor muscle, started limping and short stepping") and was found to have antinuclear antibody positive ("ana positive"). In (B)(6) 2012, the patient experienced herpes pharyngitis ("oropharyngeal herpes") with oropharyngeal pain and oral herpes ("oropharyngeal herpes") with oral pain and mucosa vesicle. In 2012, the patient experienced headache ("headache") and muscle spasms ("muscle cramps") and was found to have lip neoplasm ("tumor in the left lip (painful and without secretion)"). In 2015, the patient was found to have benign bone neoplasm ("benign neoplasm in bone") and benign cartilage neoplasm ("benign neoplasm in cartilage"). On (B)(6) 2016, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) with swelling. On (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and complication of device removal ("essure was not completely removed with first surgery"). In (B)(6) 2016, the patient experienced pubic pain ("pubic pain"). On an unknown date, the patient experienced device dislocation (seriousness criterion intervention required), musculoskeletal pain ("pain in gluteus"), coccydynia ("coccydynia") and adjustment disorder ("adjustment disorder"). The patient was treated with etoricoxib (arcoxia), ketotifen fumarate (zasten), montelukast sodium (singulair), tizanidine hydrochloride (sirdalud), 3 infiltrations with corticoids due to coccigodinia, surgery (hysteroscopic removal right essure piece (B)(6) 2016,laparosc. Total hysterosalpingectomy (B)(6) 2016, performed on (B)(6) 2015 and salpingectomy on (B)(6) 2016 to remove essure), excretion of fluids, psychotherapy and three infiltration therapy injections. Essure (ess205) was removed. At the time of the report, the allergy to metals, device breakage, device dislocation, polymenorrhagia, back pain, headache, bartholinitis, complication of device removal, accident, bursitis, herpes pharyngitis, lip neoplasm, benign bone neoplasm, benign cartilage neoplasm, coccydynia, antinuclear antibody positive and tendonitis outcome was unknown, the pelvic floor muscle weakness, gait disturbance, osteitis, pyramidal tract syndrome, sacroiliitis, osteoarthritis, muscle spasms, fatigue, oral herpes, musculoskeletal pain and adjustment disorder had not resolved and the pubic pain was resolving. The reporter considered accident, adjustment disorder, allergy to metals, antinuclear antibody positive, back pain, bartholinitis, benign bone neoplasm, benign cartilage neoplasm, bursitis, coccydynia, complication of device removal, device breakage, device dislocation, fatigue, gait disturbance, headache, herpes pharyngitis, lip neoplasm, muscle spasms, musculoskeletal pain, oral herpes, osteitis, osteoarthritis, pelvic floor muscle weakness, polymenorrhagia, pubic pain, pyramidal tract syndrome, sacroiliitis and tendonitis to be related to essure (ess205). The reporter commented: in 2009 traumatologist diagnosed exacerbated chronic low back pain due to bilateral hamstring shortening she fell at work in 2010 in her gluteus leading to low back pain and osteopathy, diagnosed with pubopathy. On (B)(6) 2014, the patient went to hospital due to osteitis in pubis, swelling in surgery area, pain at touching, severe pain at gluteus muscle and tendonitis of insertion of the left abductor, she tried platelets infiltrations in (B)(6) without good results. On (B)(6) 2014, she was assessed as sensitive worker. By (B)(6) 2016, it was stated that she had a 15 % of disability. On (B)(6) 2016 essure removal by salpingectomy, hysteroscopic removal right essure piece ne week later, and laparoscopic total hysterosalpingectomy on (B)(6) 2016 on (B)(6) 2016, monitoring visit, still had some spotting with variable quantity until a few days previous this visit. On (B)(6) 2016, reproductive system was normal after procedure but she still experienced less frequent bleeding, some spotting with variable quantity until a few days previous this visit. In (B)(6) 2016, due to the persistence of symptoms since 2012, diagnosed with fibromyalgia and dysfunctional syndrome, confirmed by several tests. (B)(6) 2016, diagnosis confirmed, lyrica is prescribed as treatment. (B)(6) 2016, sinusitis and mouth sores with pain. Zone bumpy and yellow at tongue. (B)(6) 2017, physician visit, felt sad, tired, diagnosed with adaptive disorder, sometimes dizzy and got a traffic accident. Physician assessed nickel could cause the swelling and immunologic episodes. On (B)(6) 2015, had to undergo surgery due to pubic arthrosis with pubic symphysis resection. Mouth condition and musculoskeletal symptoms never improved to this day, still needs to go to rehabilitation periodically because of her chronic lesion. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 59 kgs. Allergy test - on (B)(6) 2016: allergy type I and IV and intense sensibility to nickel. Antinuclear antibody - in 2011: positive. Hysteroscopy - in (B)(6) 2016: piece of right essure device removed that was dislocated outside of uterine cavity. Laboratory test - in (B)(6) 2012: tests confirmed oropharyngeal herpes. Rheumatological examination - in 2011: not able to establish any type of rheumatology diagnosis. Scan - in 2009: pelvis exams normal. X-ray - in 2009: developing osteitis pubis condition, although traumatologist did not diagnose it at the time; in march 2016: remains of essure devices found. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-mar-2020: plaintiff report via health service: no relevant past medical history besides had bad experiences with certain types of imitation jewellery, dismissed it at essure insertion by gynecologist, diagnosed with several types of allergies: also included (new:) seasonal allergy, and allergy to dog and cat fur. Gynecologist had to remove a piece of the right essure by means of hysteroscopy, since it had been displaced and was outside the uterine cavity (event device dislocation added). Also other events added: complication of device removal, coccydynia, positive ana, tendonitis, adjustment disorder. Events mouth condition, tiredness, and musculoskeletal symptoms never improved. On (B)(6) 2021: no new information. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('intense allergic reaction to nickel'), device breakage ('radiography was performed and remains of essure devices were found / travelling parts of the broken product inside the body'), device dislocation ('piece of right essure device dislocated out of uterine cavity'), abdominal pain ('serious abdominal pain') and uterine perforation ('organ tearing') in a 39-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: wrong technique in device usage process "part of the device from the right side was cut as it was too visible" on (B)(6) 2007. The patient's medical history included gravida ii (one pregnancy in 1999, both unremarkable), parity 2 (unremarkable, also postpartum periods normal), difficulty breathing, rhinorrhea, drug allergy (ibuprofen, aspirin, adolonta), allergy to metals (delivered two children, both under normal circumstances and with normal postpartum periods. I have been diagnosed with several types of allergies: ibuprofen and aspirin allergy, seasonal allergy, allergy to melons, peaches, and apples, and allergy to dog and cat fur), food allergy (melon, dry fruit, apple, peach, nuts and bananas), pollen allergy, seasonal allergy, allergy to animals and allergy to metals (before essure already bad experiences with certain types of imitation jewellery). Concomitant products included anesthetics from (B)(6) 2016 to (B)(6) 2016 for general anesthesia and hormones since 2014 for hrt. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2008, the patient experienced bartholinitis ("acute bartholinitis"). In 2009, the patient experienced polymenorrhagia ("polymenorrhea/ menorrhea "), back pain ("lumbosacral pain, exacerbated chronic low back pain / back ache"), pelvic floor muscle weakness ("disturbance in pelvic muscles"), gait disturbance ("walking difficulty"), osteitis ("osteitis of pubic area") and fatigue ("tiredness"). On (B)(6) 2010, the patient experienced accident ("accidental fall at job"). On (B)(6) 2011, the patient experienced bursitis ("bursitis"). In 2011, the patient experienced pyramidal tract syndrome ("bilateral pyramidal syndrome"), sacroiliitis ("bilateral sacroiliitis"), osteoarthritis ("arthrosis in pubis / arthrosis of pubic symphysis") with arthralgia and tendonitis ("developed tendonitis of left adductor muscle, started limping and short stepping") and was found to have antinuclear antibody positive ("ana positive"). In (B)(6) 2012, the patient experienced herpes pharyngitis ("oropharyngeal herpes") with oropharyngeal pain and oral herpes ("oropharyngeal herpes") with oral pain and mucosa vesicle. In 2012, the patient experienced headache ("headache") and muscle spasms ("muscle cramps") and was found to have lip neoplasm ("tumor in the left lip (painful and without secretion)"). In 2015, the patient was found to have benign bone neoplasm ("benign neoplasm in bone") and benign cartilage neoplasm ("benign neoplasm in cartilage"). On (B)(6) 2016, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) with swelling. On (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and complication of device removal ("essure was not completely removed with first surgery"). In (B)(6) 2016, the patient experienced pubic pain ("pubic pain"). On an unknown date, the patient experienced device dislocation (seriousness criterion intervention required), abdominal pain (seriousness criterion medically significant), uterine perforation (seriousness criterion intervention required), musculoskeletal pain ("pain in gluteus"), coccydynia ("coccydynia"), adjustment disorder ("adjustment disorder"), mental disorder ("psychological problems"), heavy menstrual bleeding ("heavy bleeding during periods") and hypersensitivity ("allergy"). The patient was treated with etoricoxib (arcoxia), ketotifen fumarate (zasten), montelukast sodium (singulair), tizanidine hydrochloride (sirdalud), 3 infiltrations with corticoids due to coccigodinia, surgery (hysteroscopic removal right essure piece (B)(6) 2016,laparosc. Total hysterosalpingectomy (B)(6) 2016, laparosc. Total hysterosalpingectomy (B)(6) 2016, performed on (B)(6) 2015 and salpingectomy on (B)(6) 2016 to remove essure), excretion of fluids, psychotherapy and three infiltration therapy injections. Essure (ess205) was removed. At the time of the report, the allergy to metals, device breakage, device dislocation, abdominal pain, uterine perforation, polymenorrhagia, back pain, headache, bartholinitis, complication of device removal, accident, bursitis, herpes pharyngitis, lip neoplasm, benign bone neoplasm, benign cartilage neoplasm, coccydynia, antinuclear antibody positive, tendonitis, mental disorder, heavy menstrual bleeding and hypersensitivity outcome was unknown, the pelvic floor muscle weakness, gait disturbance, osteitis, pyramidal tract syndrome, sacroiliitis, osteoarthritis, muscle spasms, fatigue, oral herpes, musculoskeletal pain and adjustment disorder had not resolved and the pubic pain was resolving. The reporter considered abdominal pain, accident, adjustment disorder, allergy to metals, antinuclear antibody positive, back pain, bartholinitis, benign bone neoplasm, benign cartilage neoplasm, bursitis, coccydynia, complication of device removal, device breakage, device dislocation, fatigue, gait disturbance, headache, heavy menstrual bleeding, herpes pharyngitis, hypersensitivity, lip neoplasm, mental disorder, muscle spasms, musculoskeletal pain, oral herpes, osteitis, osteoarthritis, pelvic floor muscle weakness, polymenorrhagia, pubic pain, pyramidal tract syndrome, sacroiliitis, tendonitis and uterine perforation to be related to essure (ess205). The reporter commented: in 2009 traumatologist diagnosed exacerbated chronic low back pain due to bilateral hamstring shortening she fell at work in 2010 in her gluteus leading to low back pain and osteopathy, diagnosed with pubopathy. On (B)(6) 2014, the patient went to hospital due to osteitis in pubis, swelling in surgery area, pain at touching, severe pain at gluteus muscle and tendonitis of insertion of the left abductor, she tried platelets infiltrations in may, june and july without good results. On (B)(6) 2014, she was assessed as sensitive worker. By (B)(6) 2016, it was stated that she had a 15 % of disability. On (B)(6) 2016 essure removal by salpingectomy, hysteroscopic removal right essure piece ne week later, and laparoscopic total hysterosalpingectomy on (B)(6) 2016. On (B)(6) 2016, monitoring visit, still had some spotting with variable quantity until a few days previous this visit. On (B)(6) 2016, reproductive system was normal after procedure but she still experienced less frequent bleeding, some spotting with variable quantity until a few days previous this visit. In (B)(6) 2016, due to the persistence of symptoms since 2012, diagnosed with fibromyalgia and dysfunctional syndrome, confirmed by several tests. (B)(6) 2016, diagnosis confirmed, lyrica is prescribed as treatment. (B)(6) 2016, sinusitis and mouth sores with pain. Zone bumpy and yellow at tongue. (B)(6) 2017, physician visit, felt sad, tired, diagnosed with adaptive disorder, sometimes dizzy and got a traffic accident. Physician assessed nickel could cause the swelling and immunologic episodes. On (B)(6) 2015, had to undergo surgery due to pubic arthrosis with pubic symphysis resection mouth condition and musculoskeletal symptoms never improved to this day, still needs to go to rehabilitation periodically because of her chronic lesion diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 59 kgs. Allergy test - on (B)(6) 2016: allergy type I and IV and intense sensibility to nickel. Antinuclear antibody - in 2011: positive. Hysteroscopy - in (B)(6) 2016: piece of right essure device removed that was dislocated outside of uterine cavity. Laboratory test - in (B)(6) 2012: tests confirmed oropharyngeal herpes. Rheumatological examination - in 2011: not able to establish any type of rheumatology diagnosis. Scan - in 2009: pelvis exams normal. X-ray - in 2009: developing osteitis pubis condition, although traumatologist did not diagnose it at the time; in (B)(6) 2016: remains of essure devices found. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 13-dec-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('intense allergic reaction to nickel'), device breakage ('radiography was performed and remains of essure devices were found / travelling parts of the broken product inside the body'), device dislocation ('piece of right essure device dislocated out of uterine cavity'), abdominal pain ('serious abdominal pain') and perforation ('organ tearing') in a 39-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: wrong technique in device usage process "part of the device from the right side was cut as it was too visible" on 14-feb-2007. The patient's medical history included gravida ii (one pregnancy in 1999, both unremarkable), parity 2 (unremarkable, also postpartum periods normal), difficulty breathing, rhinorrhea, drug allergy (ibuprofen, aspirin, adolonta), allergy to metals (delivered two children, both under normal circumstances and with normal postpartum periods. I have been diagnosed with several types of allergies: ibuprofen and aspirin allergy, seasonal allergy, allergy to melons, peaches, and apples, and allergy to dog and cat fur), food allergy (melon, dry fruit, apple, peach, nuts and bananas), pollen allergy, seasonal allergy, allergy to animals and allergy to metals (before essure already bad experiences with certain types of imitation jewellery). Concomitant products included anesthetics from (B)(6) 2016 to (B)(6) 2016 for general anesthesia and hormones since 2014 for hrt. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2008, the patient experienced bartholinitis ("acute bartholinitis"). In 2009, the patient experienced polymenorrhagia ("polymenorrhea/ menorrhea "), back pain ("lumbosacral pain, exacerbated chronic low back pain / back ache"), pelvic floor muscle weakness ("disturbance in pelvic muscles"), gait disturbance ("walking difficulty"), osteitis ("osteitis of pubic area") and fatigue ("tiredness"). On (B)(6) 2010, the patient experienced accident ("accidental fall at job"). On (B)(6) 2011, the patient experienced bursitis ("bursitis"). In 2011, the patient experienced pyramidal tract syndrome ("bilateral pyramidal syndrome"), sacroiliitis ("bilateral sacroiliitis"), osteoarthritis ("arthrosis in pubis / arthrosis of pubic symphysis") with arthralgia and tendonitis ("developed tendonitis of left adductor muscle, started limping and short stepping") and was found to have antinuclear antibody positive ("ana positive"). In (B)(6) 2012, the patient experienced herpes pharyngitis ("oropharyngeal herpes") with oropharyngeal pain and oral herpes ("oropharyngeal herpes") with oral pain and mucosa vesicle. In 2012, the patient experienced headache ("headache") and muscle spasms ("muscle cramps") and was found to have lip neoplasm ("tumor in the left lip (painful and without secretion)"). In 2015, the patient was found to have benign bone neoplasm ("benign neoplasm in bone") and benign cartilage neoplasm ("benign neoplasm in cartilage"). On (B)(6) 2016, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) with swelling. On (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and complication of device removal ("essure was not completely removed with first surgery"). In (B)(6) 2016, the patient experienced pubic pain ("pubic pain"). On an unknown date, the patient experienced device dislocation (seriousness criterion intervention required), abdominal pain (seriousness criterion medically significant), perforation (seriousness criterion intervention required), musculoskeletal pain ("pain in gluteus"), coccydynia ("coccydynia"), adjustment disorder ("adjustment disorder"), mental disorder ("psychological problems"), heavy menstrual bleeding ("heavy bleeding during periods") and hypersensitivity ("allergy"). The patient was treated with etoricoxib (arcoxia), ketotifen fumarate (zasten), montelukast sodium (singulair), tizanidine hydrochloride (sirdalud), 3 infiltrations with corticoids due to coccigodinia, surgery (hysteroscopic removal right essure piece (B)(6) 2016,laparosc. Total hysterosalpingectomy (B)(6) 2016, laparosc. Total hysterosalpingectomy (B)(6) 2016, performed on (B)(6) 2015 and salpingectomy on (B)(6) 2016 to remove essure), excretion of fluids, psychotherapy and three infiltration therapy injections. Essure (ess205) was removed. At the time of the report, the allergy to metals, device breakage, device dislocation, abdominal pain, perforation, polymenorrhagia, back pain, headache, bartholinitis, complication of device removal, accident, bursitis, herpes pharyngitis, lip neoplasm, benign bone neoplasm, benign cartilage neoplasm, coccydynia, antinuclear antibody positive, tendonitis, mental disorder, heavy menstrual bleeding and hypersensitivity outcome was unknown, the pelvic floor muscle weakness, gait disturbance, osteitis, pyramidal tract syndrome, sacroiliitis, osteoarthritis, muscle spasms, fatigue, oral herpes, musculoskeletal pain and adjustment disorder had not resolved and the pubic pain was resolving. The reporter considered abdominal pain, accident, adjustment disorder, allergy to metals, antinuclear antibody positive, back pain, bartholinitis, benign bone neoplasm, benign cartilage neoplasm, bursitis, coccydynia, complication of device removal, device breakage, device dislocation, fatigue, gait disturbance, headache, heavy menstrual bleeding, herpes pharyngitis, hypersensitivity, lip neoplasm, mental disorder, muscle spasms, musculoskeletal pain, oral herpes, osteitis, osteoarthritis, pelvic floor muscle weakness, perforation, polymenorrhagia, pubic pain, pyramidal tract syndrome, sacroiliitis and tendonitis to be related to essure (ess205). The reporter commented: in 2009 traumatologist diagnosed exacerbated chronic low back pain due to bilateral hamstring shortening. She fell at work in 2010 in her gluteus leading to low back pain and osteopathy, diagnosed with pubopathy. On (B)(6) 2014, the patient went to hospital due to osteitis in pubis, swelling in surgery area, pain at touching, severe pain at gluteus muscle and tendonitis of insertion of the left abductor, she tried platelets infiltrations in (B)(6), (B)(6) and (B)(6) without good results. On (B)(6) 2014, she was assessed as sensitive worker. By (B)(6) 2016, it was stated that she had a 15 % of disability. On (B)(6) 2016 essure removal by salpingectomy, hysteroscopic removal right essure piece ne week later, and laparoscopic total hysterosalpingectomy on (B)(6) 2016. On (B)(6) 2016, monitoring visit, still had some spotting with variable quantity until a few days previous this visit. On (B)(6) 2016, reproductive system was normal after procedure but she still experienced less frequent bleeding, some spotting with variable quantity until a few days previous this visit. In (B)(6) 2016, due to the persistence of symptoms since 2012, diagnosed with fibromyalgia and dysfunctional syndrome, confirmed by several tests. (B)(6) 2016, diagnosis confirmed, lyrica is prescribed as treatment. (B)(6) 2016, sinusitis and mouth sores with pain. Zone bumpy and yellow at tongue. (B)(6) 2017, physician visit, felt sad, tired, diagnosed with adaptive disorder, sometimes dizzy and got a traffic accident. Physician assessed nickel could cause the swelling and immunologic episodes. On (B)(6) 2015, had to undergo surgery due to pubic arthrosis with pubic symphysis resection. Mouth condition and musculoskeletal symptoms never improved to this day, still needs to go to rehabilitation periodically because of her chronic lesion. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 59 kgs. Allergy test - on (B)(6) 2016: allergy type I and IV and intense sensibility to nickel. Antinuclear antibody - in 2011: positive. Hysteroscopy - in (B)(6) 2016: piece of right essure device removed that was dislocated outside of uterine cavity. Laboratory test - in (B)(6) 2012: tests confirmed oropharyngeal herpes. Rheumatological examination - in 2011: not able to establish any type of rheumatology diagnosis. Scan - in 2009: pelvis exams normal. X-ray - in 2009: developing osteitis pubis condition, although traumatologist did not diagnose it at the time; in (B)(6) 2016: remains of essure devices found. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-dec-2021: reporter¿s information was updated and a new reporter was added. Furthermore, the events ¿serious abdominal pain¿, ¿psychological problems¿, ¿heavy bleeding during periods¿, ¿allergy¿ and ¿organ tearing¿ were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("intense allergic reaction to nickel"), device breakage ("radiography was performed and remains of essure devices were found"), pyramidal tract syndrome ("bilateral pyramidal syndrome"), osteoarthritis ("arthrosis in pubis / arthrosis of pubic symphysis"), herpes pharyngitis ("oropharyngeal herpes"), oral herpes ("oropharyngeal herpes") and the second episode of bartholinitis ("acute bartholinitis") in a 39-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: wrong technique in device usage process "part of the device from the right side was cut as it was too visible" on (B)(6) 2007. The patient's past medical history included gravida ii (one pregnancy was in 1999.), parity 2, difficulty breathing, rhinorrhea, drug allergy (ibuprofen, aspirin, adolonta,), allergy to metals, food allergy (melon, dry fruit, apple, peach, nuts and bananas.) And pollen allergy. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2008, the patient experienced the first episode of bartholinitis ("labor absence due to bartholinitis"). In 2009, the patient experienced gait disturbance ("walking difficulty"), pelvic floor muscle weakness ("disturbance in pelvic muscles"), the first episode of back pain ("intense pain in lumbosacral area / low back pain / chonic low back pain"), osteitis ("osteitis of pubic area"), the first episode of fatigue ("tiredness"), menorrhagia ("menorrhea") and polymenorrhoea ("polymenorrhea"). On (B)(6) 2010, the patient experienced accident ("accidental fall at job"). On (B)(6) 2011, the patient experienced bursitis ("bursitis"). In 2011, the patient experienced pyramidal tract syndrome (seriousness criterion medically significant), sacroiliitis ("bilateral sacroiliitis") and osteoarthritis (seriousness criterion medically significant) with arthralgia. In (B)(6) 2012, the patient experienced herpes pharyngitis (seriousness criterion medically significant) with oropharyngeal pain and oral herpes (seriousness criterion medically significant) with oral pain and mucosa vesicle. In 2012, the patient experienced headache ("headache"), muscle spasms ("muscle cramps"), the second episode of fatigue ("tiredness") and lip neoplasm ("tumor in the left lip (painful and without secretion)"). In 2015, the patient experienced benign bone neoplasm ("benign neoplasm in bone") and benign cartilage neoplasm ("benign neoplasm in cartilage"). On (B)(6) 2016, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) with swelling. In (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required), the second episode of back pain ("lumbosacral pain") and pubic pain ("pubic pain"). On an unknown date, the patient experienced the second episode of bartholinitis (seriousness criterion hospitalization) and musculoskeletal pain ("pain in gluteus"). The patient was hospitalized for 1 day in (B)(6) 2012. The patient was treated with etoricoxib (arcoxia), tizanidine hydrochloride (sirdalud), montelukast (singulair), ketotifen fumarate (zasten), surgery (hysterectomy on (B)(6) 2016 to remove essure), surgery (partial salpingostomy bilateral pre-operation on (B)(6) 2016 / total hysterectomy), alternative therapy (3 infiltrations with corticoids due to coccigodinia), surgery (performed on (B)(6) 2015) and alternative therapy (excretion of fluids). Essure (ess205) was removed. At the time of the report, the allergy to metals, device breakage, pelvic floor muscle weakness, osteitis, menorrhagia, polymenorrhoea, accident, pyramidal tract syndrome, sacroiliitis, osteoarthritis, bursitis, headache, muscle spasms, the last episode of fatigue, herpes pharyngitis, oral herpes, the last episode of bartholinitis, lip neoplasm, benign bone neoplasm, benign cartilage neoplasm and the last episode of back pain outcome was unknown and the gait disturbance, pubic pain and musculoskeletal pain was resolving. The reporter considered accident, allergy to metals, benign bone neoplasm, benign cartilage neoplasm, bursitis, device breakage, gait disturbance, headache, herpes pharyngitis, lip neoplasm, menorrhagia, muscle spasms, musculoskeletal pain, oral herpes, osteitis, osteoarthritis, pelvic floor muscle weakness, polymenorrhoea, pubic pain, pyramidal tract syndrome, sacroiliitis, the first episode of back pain, the first episode of bartholinitis, the first episode of fatigue, the second episode of back pain, the second episode of bartholinitis and the second episode of fatigue to be related to essure (ess205). The reporter commented: the patient fell in her gluteus leading to low back pain and osteopathy. She was diagnosed with pubopathy. On (B)(6) 2014, the patient went to hospital due to osteitis in pubis, swelling in surgery area, pain at touching, severe pain at gluteus muscle and tendonitis of insertion of the left abductor, she tried platelets infiltrations in (B)(6) , (B)(6) and (B)(6) without good results. On (B)(6) 2014, she was assessed as sensitive worker. By (B)(6) 2016, it was stated that she had a 15 % of disability. On (B)(6) 2016, she went to a monitoring visit in which she still had some spotting with variable quantity until a few days previous this visit. On (B)(6) 2016, she her reproductive system was normal after procedure but she still experienced less frequent bleeding. On (B)(6) 2016, she went to a monitoring visit in which she still had some spotting with variable quantity until a few days previous this visit. On (B)(6) 2016, she her reproductive system was normal after procedure but she still experienced less frequent bleeding. Three weeks following the procedure, she experienced bleeding and pain in the right side. In (B)(6) 2016, due to the persistence of symptoms from 2012, she was diagnosed with fibromyalgia and dysfunctional syndrome. Which was confirmed by several tests. Therefore, in (B)(6) 2016, the diagnosed was confirmed and lyrica is prescribed as treatment. On (B)(6) 2016, the patient experienced sinusitis that resulted in mouth sores with pain. The zone was bumpy and yellow at the border of the tongue. On (B)(6) 2017, she consulted a physician as she felt sad, her body is not responding due to tiredness. She was diagnosed with adaptive disorder, sometimes she experienced dizziness which made her to experience a traffic accident. Physician assessed nickel could cause the swelling and immunologic episodes. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 59 kgs. Allergy test - on (B)(6) 2016: intense allergic reaction to nickel. X-ray - in (B)(6) 2016: remains of essure devices found; in 2009: osteitis of pubic area (B)(6) 2012: tests confirmed oropharyngeal herpes. (B)(6) 2016: she was diagnosed with allergy type I and IV and intense sensibility to nickel. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-oct-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('intense allergic reaction to nickel'), device breakage ('radiography was performed and remains of essure devices were found'), pyramidal tract syndrome ('bilateral pyramidal syndrome'), osteoarthritis ('arthrosis in pubis / arthrosis of pubic symphysis'), herpes pharyngitis ('oropharyngeal herpes'), oral herpes ('oropharyngeal herpes') and multiple episodes of bartholinitis ('acute bartholinitis', 'labor absence due to bartholinitis') in a 39-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: wrong technique in device usage process "part of the device from the right side was cut as it was too visible" on (B)(6) 2007. The patient's medical history included gravida ii (one pregnancy was in 1999.), parity 2, difficulty breathing, rhinorrhea, drug allergy (ibuprofen, aspirin, adolonta,), allergy to metals, food allergy (melon, dry fruit, apple, peach, nuts and bananas.) And pollen allergy. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2008, the patient experienced the first episode of bartholinitis ("labor absence due to bartholinitis"). In 2009, the patient experienced gait disturbance ("walking difficulty"), pelvic floor muscle weakness ("disturbance in pelvic muscles"), the first episode of back pain ("intense pain in lumbosacral area / low back pain / chonic low back pain"), osteitis ("osteitis of pubic area"), the first episode of fatigue ("tiredness"), menorrhagia ("menorrhea") and polymenorrhoea ("polymenorrhea"). On (B)(6) 2010, the patient experienced accident ("accidental fall at job"). On (B)(6) 2011, the patient experienced bursitis ("bursitis"). In 2011, the patient experienced pyramidal tract syndrome (seriousness criterion medically significant), sacroiliitis ("bilateral sacroiliitis") and osteoarthritis (seriousness criterion medically significant) with arthralgia. In (B)(6) 2012, the patient experienced herpes pharyngitis (seriousness criterion medically significant) with oropharyngeal pain and oral herpes (seriousness criterion medically significant) with oral pain and mucosa vesicle. In 2012, the patient experienced headache ("headache"), muscle spasms ("muscle cramps") and the second episode of fatigue ("tiredness") and was found to have lip neoplasm ("tumor in the left lip (painful and without secretion)"). In 2015, the patient was found to have benign bone neoplasm ("benign neoplasm in bone") and benign cartilage neoplasm ("benign neoplasm in cartilage"). On (B)(6) 2016, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) with swelling. In (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required), the second episode of back pain ("lumbosacral pain") and pubic pain ("pubic pain"). On an unknown date, the patient experienced the second episode of bartholinitis (seriousness criterion hospitalization) and musculoskeletal pain ("pain in gluteus"). The patient was hospitalized for 1 day in (B)(6) 2012. The patient was treated with etoricoxib (arcoxia), ketotifen fumarate (zasten), montelukast sodium (singulair), tizanidine hydrochloride (sirdalud), 3 infiltrations with corticoids due to coccigodinia, surgery (hysterectomy on (B)(6) 2016 to remove essure, partial salpingostomy bilateral pre-operation on (B)(6) 2016 / total hysterectomy and performed on (B)(6) 2015) and excretion of fluids. Essure (ess205) was removed. At the time of the report, the allergy to metals, device breakage, pelvic floor muscle weakness, osteitis, menorrhagia, polymenorrhoea, accident, pyramidal tract syndrome, sacroiliitis, osteoarthritis, bursitis, headache, muscle spasms, the last episode of fatigue, herpes pharyngitis, oral herpes, the last episode of bartholinitis, lip neoplasm, benign bone neoplasm, benign cartilage neoplasm and the last episode of back pain outcome was unknown and the gait disturbance, pubic pain and musculoskeletal pain was resolving. The reporter considered accident, allergy to metals, benign bone neoplasm, benign cartilage neoplasm, bursitis, device breakage, gait disturbance, headache, herpes pharyngitis, lip neoplasm, menorrhagia, muscle spasms, musculoskeletal pain, oral herpes, osteitis, osteoarthritis, pelvic floor muscle weakness, polymenorrhoea, pubic pain, pyramidal tract syndrome, sacroiliitis, the first episode of back pain, the first episode of bartholinitis, the first episode of fatigue, the second episode of back pain, the second episode of bartholinitis and the second episode of fatigue to be related to essure (ess205). The reporter commented: the patient fell in her gluteus leading to low back pain and osteopathy. She was diagnosed with pubopathy. On (B)(6) 2014, the patient went to hospital due to osteitis in pubis, swelling in surgery area, pain at touching, severe pain at gluteus muscle and tendonitis of insertion of the left abductor, she tried platelets infiltrations in may, june and july without good results. On (B)(6) 2014, she was assessed as sensitive worker. By (B)(6) 2016, it was stated that she had a 15 % of disability. On (B)(6) 2016, she went to a monitoring visit in which she still had some spotting with variable quantity until a few days previous this visit. On (B)(6) 2016, she her reproductive system was normal after procedure but she still experienced less frequent bleeding. On (B)(6) 2016, she went to a monitoring visit in which she still had some spotting with variable quantity until a few days previous this visit. On (B)(6) 2016, she her reproductive system was normal after procedure but she still experienced less frequent bleeding. Three weeks following the procedure, she experienced bleeding and pain in the right side. In (B)(6) 2016, due to the persistence of symptoms from 2012, she was diagnosed with fibromyalgia and dysfunctional syndrome. Which was confirmed by several tests. Therefore, in (B)(6) 2016, the diagnosed was confirmed and lyrica is prescribed as treatment. On (B)(6) 2016, the patient experienced sinusitis that resulted in mouth sores with pain. The zone was bumpy and yellow at the border of the tongue. On (B)(6) 2017, she consulted a physician as she felt sad, her body is not responding due to tiredness. She was diagnosed with adaptive disorder, sometimes she experienced dizziness which made her to experience a traffic accident. Physician assessed nickel could cause the swelling and immunologic episodes. A lawyer with a summary case report (including this patient's events) requested a compensation for every patient for damages. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 59 kgs. Allergy test - on (B)(6) 2016: results: allergy type I and IV and intense sensibility to nickel.. Laboratory test - in (B)(6) 2012: tests confirmed oropharyngeal herpes. X-ray - in 2009: results: osteitis of pubic area; in (B)(6) 2016: results: remains of essure devices found. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jan-2020: information from deleted duplicate case (B)(4) transferred. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('intense allergic reaction to nickel'), device breakage ('radiography was performed and remains of essure devices were found'), pyramidal tract syndrome ('bilateral pyramidal syndrome'), osteoarthritis ('arthrosis in pubis / arthrosis of pubic symphysis'), herpes pharyngitis ('oropharyngeal herpes'), oral herpes ('oropharyngeal herpes') and multiple episodes of bartholinitis ('acute bartholinitis', 'labor absence due to bartholinitis') in a 39-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: wrong technique in device usage process "part of the device from the right side was cut as it was too visible" on (B)(6) 2007. The patient's medical history included gravida ii (one pregnancy was in 1999.), parity 2, difficulty breathing, rhinorrhea, drug allergy (ibuprofen, aspirin, adolonta,), allergy to metals, food allergy (melon, dry fruit, apple, peach, nuts and bananas.) And pollen allergy. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2008, the patient experienced the first episode of bartholinitis ("labor absence due to bartholinitis"). In 2009, the patient experienced gait disturbance ("walking difficulty"), pelvic floor muscle weakness ("disturbance in pelvic muscles"), the first episode of back pain ("intense pain in lumbosacral area / low back pain / chonic low back pain"), osteitis ("osteitis of pubic area"), the first episode of fatigue ("tiredness"), menorrhagia ("menorrhea") and polymenorrhoea ("polymenorrhea"). On (B)(6) 2010, the patient experienced accident ("accidental fall at job"). On (B)(6) 2011, the patient experienced bursitis ("bursitis"). In 2011, the patient experienced pyramidal tract syndrome (seriousness criterion medically significant), sacroiliitis ("bilateral sacroiliitis") and osteoarthritis (seriousness criterion medically significant) with arthralgia. In (B)(6) 2012, the patient experienced herpes pharyngitis (seriousness criterion medically significant) with oropharyngeal pain and oral herpes (seriousness criterion medically significant) with oral pain and mucosa vesicle. In 2012, the patient experienced headache ("headache"), muscle spasms ("muscle cramps") and the second episode of fatigue ("tiredness") and was found to have lip neoplasm ("tumor in the left lip (painful and without secretion)"). In 2015, the patient was found to have benign bone neoplasm ("benign neoplasm in bone") and benign cartilage neoplasm ("benign neoplasm in cartilage"). On (B)(6) 2016, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) with swelling. In (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required), the second episode of back pain ("lumbosacral pain") and pubic pain ("pubic pain"). On an unknown date, the patient experienced the second episode of bartholinitis (seriousness criterion hospitalization) and musculoskeletal pain ("pain in gluteus"). The patient was hospitalized for 1 day in (B)(6) 2012. The patient was treated with etoricoxib (arcoxia), ketotifen fumarate (zasten), montelukast sodium (singulair), tizanidine hydrochloride (sirdalud), 3 infiltrations with corticoids due to coccigodinia, surgery (hysterectomy on (B)(6) 2016 to remove essure, partial salpingostomy bilateral pre-operation on (B)(6) 2016 / total hysterectomy and performed on (B)(6) 2015) and excretion of fluids. Essure (ess205) was removed. At the time of the report, the allergy to metals, device breakage, pelvic floor muscle weakness, osteitis, menorrhagia, polymenorrhoea, accident, pyramidal tract syndrome, sacroiliitis, osteoarthritis, bursitis, headache, muscle spasms, the last episode of fatigue, herpes pharyngitis, oral herpes, the last episode of bartholinitis, lip neoplasm, benign bone neoplasm, benign cartilage neoplasm and the last episode of back pain outcome was unknown and the gait disturbance, pubic pain and musculoskeletal pain was resolving. The reporter considered accident, allergy to metals, benign bone neoplasm, benign cartilage neoplasm, bursitis, device breakage, gait disturbance, headache, herpes pharyngitis, lip neoplasm, menorrhagia, muscle spasms, musculoskeletal pain, oral herpes, osteitis, osteoarthritis, pelvic floor muscle weakness, polymenorrhoea, pubic pain, pyramidal tract syndrome, sacroiliitis, the first episode of back pain, the first episode of bartholinitis, the first episode of fatigue, the second episode of back pain, the second episode of bartholinitis and the second episode of fatigue to be related to essure (ess205). The reporter commented: the patient fell in her gluteus leading to low back pain and osteopathy. She was diagnosed with pubopathy. On (B)(6) 2014, the patient went to hospital due to osteitis in pubis, swelling in surgery area, pain at touching, severe pain at gluteus muscle and tendonitis of insertion of the left abductor, she tried platelets infiltrations in may, june and july without good results. On (B)(6) 2014, she was assessed as sensitive worker. By (B)(6) 2016, it was stated that she had a 15 % of disability. On (B)(6) 2016, she went to a monitoring visit in which she still had some spotting with variable quantity until a few days previous this visit. On (B)(6) 2016, she her reproductive system was normal after procedure but she still experienced less frequent bleeding. On (B)(6) 2016, she went to a monitoring visit in which she still had some spotting with variable quantity until a few days previous this visit. On (B)(6) 2016, she her reproductive system was normal after procedure but she still experienced less frequent bleeding. Three weeks following the procedure, she experienced bleeding and pain in the right side. In (B)(6) 2016, due to the persistence of symptoms from 2012, she was diagnosed with fibromyalgia and dysfunctional syndrome. Which was confirmed by several tests. Therefore, in (B)(6) 2016, the diagnosed was confirmed and lyrica is prescribed as treatment. On (B)(6) 2016, the patient experienced sinusitis that resulted in mouth sores with pain. The zone was bumpy and yellow at the border of the tongue. On (B)(6) 2017, she consulted a physician as she felt sad, her body is not responding due to tiredness. She was diagnosed with adaptive disorder, sometimes she experienced dizziness which made her to experience a traffic accident. Physician assessed nickel could cause the swelling and immunologic episodes. A lawyer with a summary case report (including this patient's events) requested a compensation for every patient for damages. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 59 kgs. Allergy test - on (B)(6) 2016: results: allergy type I and IV and intense sensibility to nickel.. Laboratory test - in (B)(6) 2012: tests confirmed oropharyngeal herpes. X-ray - in 2009: results: osteitis of pubic area; in (B)(6) 2016: results: remains of essure devices found. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jan-2020: information from deleted duplicate case (B)(4) transferred. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.